Event description:
12 hours post closure procedure, the patient returned with chest pain and shortness of breath. A vq scan confirmed a pulmonary embolism. The closure procedure was successful in occluding the greater saphenous vein. The patient was hospitalized for 2 days and placed on anticoagulation therapy consisting of low molecular weight heparin and coumadin. During the follow-up in 2003, the symptoms had improved.